Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope and bradycardia. Upon interrogation, the right ventricular lead was exhibiting no capture at the programmed output. It was noted that there was intermittent heart block and capture. The output was increased and the patient began experiencing diaphragmatic stimulation. The device was reprogrammed. Fluoroscopy was performed and no issues were noted. On (B)(6) 2017, the lead was capped and replaced. Patient was stable before, during, and after the procedure.